Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a sprinter legend rx balloon to treat a mildly calcified and tortuous proximal lad lesion exhibiting 75% stenosis. No damage was noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated and the device was being used for predilation activities. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered and no excessive force used during delivery. It was reported that the balloon burst / ruptured at 10atm during the first inflation. The device was not moved or repositioned prior to the burst. There was a sudden drop in pressure noted on the inflated device. The physician completed the procedure with another sprinter legend of the same size. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: numerous kinks were evident along the hypotube. Blood was visible in the distal shaft of the device. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon's working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a complete radial tear along the balloon's working length. The balloon material was jagged and uneven at the tear site. Visual inspection indicated stretching was apparent along the distal shaft. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.